Event description:
It was reported the customer experienced unspecified alarms occurring on the pump consistently. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.